Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they smell insulin from inside and thinks that the reservoir may leak. The customer's blood glucose level was unknown. The customer reported that the rewind was louder. The device will not be returned for analysis.

Manufacturer narrative:
The information that provided in section describe event or problem with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the leak of insulin from the reservoir was reported in error.